Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device did not function. It was further determined that the device failed pretest for vibration, cutter insertion and visual assessment. It was noted in the service order that the device was not rotating during a surgical procedure. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.